Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an unspecified arthroscopy, the bioraptor knotless suture anchor hip broke while being implanted; the device was removed with tweezers and the procedure was successfully completed using a smith and nephew back-up device on the originally drilled bone hole, with a surgical delay of less than 30 minutes, no void was left in the patient, the patient's health condition is fine and no further complications were reported.

Manufacturer narrative:
H2: corrected information in h6 (type of investigation & investigation conclusions). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with original packaging with the batch number of the complaint on the label. The anchor, plug, and retention suture were not returned. The insertion device has no visible defect. An analysis of the customer provided image found that the tip of the insertion device is bent. The anchor is not in the image. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certificate of analysis is required. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.